Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and miniarc were implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced cystocele, rectocele, urinary urgency, urinary frequency, nocturia, hematuria, voiding dysfunction, menorrhagia, and mild interstitial cystitis. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent procedures cystoscopy and colopexy due to sui. On (B)(6) 2012 it was reported that patient underwent old mesh removal. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.